Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the driveline being disconnected in an attempt to exchange the controller was confirmed through the evaluation of the submitted log file. A specific cause for the reported events, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file contained data from 21aug2020 through 11sep2020. On (B)(6) 2020, the black and white power cables were alternately disconnected and reconnected repeatedly while connected to battery power. This was followed by multiple no external power alarms due to both power cables being disconnected simultaneously. The system controller¿s internal 11v backup battery was in use during these events and there was no interruption in pump support. However, immediately following these events, the driveline was disconnected during what the account believes was an attempted controller exchange. No other atypical alarms or events were captured and the pump appeared to be functioning as intended above the low speed limit prior to the disconnection of the driveline. As of the date of this report, heartmate ii lvas, serial number (B)(6), has not been returned for evaluation. This file will be closed accordingly. The current heartmate ii lvas instructions for use (IFU) and patient handbook state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. Furthermore, the heartmate ii lvas IFU and patient handbook outline how to replace the running system controller with a backup controller and explains that the patient must understand the importance of having a caregiver present during a system controller exchange if at all possible. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The patient handbook also warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23aug2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 2, ¿system operations¿, section 3, ¿power the system¿, and section 5, ¿surgical procedures¿, in the heartmate ii lvas IFU warns that ¿at least one system controller power cable must be connected to a power source (power module of two heartmate 14v lithium-ion batteries) at all times¿. Section 2 also outlines how to replace the running system controller with a backup controller and explains that the patient must understand the importance of having a caregiver present during a system controller exchange if at all possible. Section 2 also states that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. Section 3 also provides instructions for exchanging power sources under ¿switching power sources¿. Section 7, ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. Section 2 entitled, ¿how your heart pump works¿, in the heartmate ii patient handbook outlines how to replace the running system controller with a backup controller and explains not to attempts to exchange the system controller without having a trained, competent caregiver at your side to assist. Section 2 also warns that if the driveline disconnects from the system controller, the pump will stop. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook also provides instructions for switching power sources under ¿the power module¿. The patient handbook also contains section 8, ¿handling emergencies¿, which includes instructions in the event the pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Short to shield reported under manufacturer report number 2916596-2018-03819. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-04647. It was reported that the patient had alarms at home and switched out his system controller. However, he did not connect properly. When he was presented to the emergency department his driveline was in the 180 degree position and his pump was not running. He has a history of short to shield. The patient¿s vad was not operating from the time of the driveline disconnect until he was seen in the emergency room at about 7:15am. Advanced cardiac life support protocol was discontinued at approximately 7:35am. The patient was in cardiac arrest when he was presented to the emergency room. The patient expired. Technical services reviewed the log file that captured an odd string of disconnected from and reconnects battery power. This occurred back and forth between the white and black controller leads. There do not appear to be any alarms associated with these events. Following this there were two no external power events due to simultaneous power lead disconnects before the driveline was disconnected at 5:09 am.